Event description:
It was reported that when testing the lead outside the body, the doctor found the helix could not whirl out. The lead status is unknown and could not determine. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.